Event description:
On (B)(6) 2024, the patient reported that they had a barbed pdo implanted on (B)(6), 2024. According to the patient, they experienced extreme pressure and pain along with blurry vision. Hcp confirmed that the thread broke, migrated into the lower eyelid area, and the hcp extracted the thread on (B)(6) 2024. The investigation is ongoing, and updates will be provided if and when they are available. Update: on (B)(6) 2024, hcp reported that the patient is doing fine and there have been no additional issues. On (B)(6) 2024, follow up communication to the hcp was made to inquire about the lot number that was used on the patient. On (B)(6) 2024, hcp confirmed with the sales representative the lot number of the product that was used on the patient.

Event description:
On february (B)(6) 2024, the patient reported that they had a barbed pdo implanted on (B)(6) 2024. According to the patient, they experienced extreme pressure and pain along with blurry vision. Hcp confirmed that the thread broke, migrated into the lower eyelid area, and the hcp extracted the thread on (B)(6) 2024. The investigation is ongoing, and updates will be provided if and when they are available.